Event description:
Medtronic received information that complete heart block (chb) was observed following the implant of this transcatheter bioprosthetic valve. Temporary pacing support was provided until the implant of a permanent pacemaker the following day for atrio-ventricular node disease and chb, resolving the issue. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).